Event description:
Info received indicates there is fluid ingress on the left siderail ucm board causing intermittent functions.

Manufacturer narrative:
The tech replaced the left siderail ucm board to repair the bed.